Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the endotracheal tube markings had "rubbed off" but it was not known how that may have happened. The markings should stay intact so the nursing staff could verify correct placement by the lips. The patient was re-intubated.